Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an emergent impending abdominal rupture. Aneurysm and vessel morphology at the time of implant was reported as the neck angulation was 90 degrees and a severe tortuous proximal neck. The diameter of the proximal neck was 19mm and the diameter of the aneurysm entry was 21mm. The diameter of right access vessel (common iliac) was 15mm; the diameter of left access vessel (common iliac) was 14mm. The proximal neck length by centerline was 30mm. It was reported that the patient presented emergently for an impending rupture of the abdominal aortic aneurysm. The endurant stent grafts were implanted without complications. Approximately ten days post index procedure and during a follow up visit, a CT showed retrograde dissection; however, it was embolized. The physician stated that this event did not have any relationship with the endurant device. Since the isolated cavity was already embolized; the physician was unable to find the exact entry site to confirm the causality with the relevant device. A CT data taken after the index procedure did not show a type a dissection. The physician believed that the dissection seem to have occurred during the follow up. Per the physician, the relevant device might have no relationship to the dissection. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Method: films.

Event description:
Additional information was received for this case. Images from several post-implant cta's were reviewed. The images were low-resolution jpeg's, without any scale or contrast control, therefore limiting the extent of a detailed film review. Images from 1-day post-implant showed that the bifurcate was positioned just below the renal arteries within the angulated neck. The ipsi limbs were within the right iliac, and contra limb in the left iliac. No dissection or any stent graft issues were seen. Images from 11-days post-implant showed the stent graft in a similar in-vivo configuration as the earlier study. A dissection was noted in the descending thoracic aorta; beginning just below the arch and extending distally, well proximal to the endurant stent graft system. The cause of the dissection could not be determined.

Manufacturer narrative:
(B)(4). Results: dissection. Cause is unknown. Aortic neck greater than 60 degree / pre-operative rupture. Conclusion: dissection. Cause is unknown. Aortic neck greater than 60 degree / pre-operative rupture.